Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections b5 updated and h6 medical device problem code updated. Zoll medical germany evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench testing and defib functional stress testing using the customer's returned multifunction cable and pads without duplicating a malfunction to the device. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that during a biomed testing, the device was unable to detect the electrode pads. Complainant indicated that there was no patient involvement at the time of the reported malfunction.

Event description:
Complainant alleged that during a biomed testing, the device failed to discharge. Complainant indicated that there was no patient involvement at the time of the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.